Event description:
A malfunction occurred on the customer's pump while it was being updated, and the customer was prompted to input an update ID code but instead encountered a malfunction error. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, cts arranged for a replacement pump to be sent and advised the customer to use multiple daily injections (mdi) as a backup therapy.